Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation/migration/essure device was dangling from the uterus') and fallopian tube perforation ('perforation (fallopian tube(s))/fallopian tube perforation/left fallopian tube totally obliterated/ migration of essure device location of device: fallopian tube ¿ left/ left fallopian tube was totally obliterated/stated the coil was hanging from my') in a 39-year-old female patient who had essure (batch no. 774399) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst from (B)(6) 2014 to (B)(6) 2015 and rectal cancer. (B)(6) 2018-surgical pathology report final diagnosis: uterus, fallopian tubes, ovaries, and implant, total vaginal hysterectomy and bilateral salpingo-oophorectomy: two synthetic medical devices (metallic coils) are identified. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced migraine ("migraine/headaches"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 7 years 10 months after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain/pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psychological injuries"), uterine prolapse ("uterine prolapse"), inflammation ("chronic inflammation"), anxiety ("anxiety") and abdominal pain lower ("lower abdominal pain"). The patient was treated with caffeine;paracetamol (excedrin aspirin free) and surgery (on (B)(6) 2018 hysterectomy (partial),bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, migraine, fatigue, uterine prolapse, inflammation and anxiety had resolved and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, psychological trauma and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, inflammation, migraine, pelvic pain, psychological trauma, uterine perforation and uterine prolapse to be related to essure. The reporter commented: patient received treatment for pelvic pain,abdominal pain, dysmenorrhea dyspareunia,psych injury,fallopian tubes, uterus perforation, migraine, headaches, fatigue, insertion details-the essure was inserted through the operative port in the usual fashion and gently guided. The essure insertion was performed without difficulty and the insertion catheter was removed. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: free fluid is seen in the pelvis. There is suggestion of multilobular mass within the pelvis which are difficult to use distinguish between loops of bowel on this noncontrast study. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2011: the right essure micro-insert device is in right fallopian tube and appears occluded. The left essure micro-insert device is curled in the left fallopian tube and appears occluded. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records:dyspareunia, pelvic pain, uterine prolapse, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs and mr received- lot number was added. New events lower abdominal pain were added. New reporter, patient information, lab data, medical history, treatment drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation/migration/essure device was dangling from the uterus') and fallopian tube perforation ('fallopian tube perforation/left fallopian tube totally obliterated') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("pelvic pain"), dysmenorrhoea ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psychological injuries"), migraine ("migraine"), headache ("headache"), fatigue ("fatigue"), uterine prolapse ("uterine prolapse"), inflammation ("chronic inflammation") and anxiety ("anxiety"). The patient was treated with surgery (on (B)(6) 2018 hysterectomy (partial),oophorectomy (bilateral),salpingectomy and on (B)(6) 2018 hysterectomy (partial),oophorectomy (bilateral),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, migraine, headache, fatigue, uterine prolapse, inflammation and anxiety had resolved and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, inflammation, migraine, pelvic pain, psychological trauma, uterine perforation and uterine prolapse to be related to essure. The reporter commented: patient received treatment for pelvic pain,abdominal pain, dysmenorrhea dyspareunia,psych injury,fallopian tubes, uterus perforation, migraine, headaches, fatigue, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: new events added-uterus perforation/migration/essure device was dangling from the uterus", fallopian tube perforation/left fallopian tube totally obliterated and essure, pelvic pain, abdominal pain, dysmenorrhea, dyspareunia (painful sexual intercourse), psychological injuries, migraine, headache, fatigue, uterine prolapse, chronic inflammation, anxiety. Reporter information, patient demographics, lab data, essure indication and removal date updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation/migration/essure device was dangling from the uterus') and fallopian tube perforation ('perforation (fallopian tube(s))/fallopian tube perforation/left fallopian tube totally obliterated/ migration of essure device location of device: fallopian tube ¿ left/ left fallopian tube was totally obliterated/stated the coil was hanging from my') in a 39-year-old female patient who had essure (batch no. 774399) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst from (B)(6) 2014 to (B)(6) 2015 and rectal cancer. (B)(6) 2018-surgical pathology report final diagnosis: uterus, fallopian tubes, ovaries, and implant, total vaginal hysterectomy and bilateral salpingo-oophorectomy: two synthetic medical devices (metallic coils) are identified. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced migraine ("migraine/headaches"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 7 years 10 months after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain/pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psychological injuries"), uterine prolapse ("uterine prolapse"), inflammation ("chronic inflammation"), anxiety ("anxiety") and abdominal pain lower ("lower abdominal pain"). The patient was treated with caffeine;paracetamol (excedrin aspirin free) and surgery (on (B)(6) 2018 hysterectomy (partial),bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, migraine, fatigue, uterine prolapse, inflammation and anxiety had resolved and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, psychological trauma and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, inflammation, migraine, pelvic pain, psychological trauma, uterine perforation and uterine prolapse to be related to essure. The reporter commented: patient received treatment for pelvic pain,abdominal pain, dysmenorrhea dyspareunia,psych injury,fallopian tubes, uterus perforation, migraine, headaches, fatigue, insertion details-the essure was inserted through the operative port in the usual fashion and gently guided. The essure insertion was performed without difficulty and the insertion catheter was removed. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: free fluid is seen in the pelvis. There is suggestion of multilobular mass within the pelvis which are difficult to use distinguish between loops of bowel on this noncontrast study. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2011: the right essure micro-insert device is in right fallopian tube and appears occluded. The left essure micro-insert device is curled in the left fallopian tube and appears occluded. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records:dyspareunia, pelvic pain, uterine prolapse, abdominal pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.